Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly. The following information was requested, but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product pds ii suture or vicryl plus suture caused and/or contributed to the adverse events described in the article, specifically: infection? What medical intervention was performed to treat the infection? Citation: surgery 2009;145:330-334. Doi:10.1016/j.surg.2008.11.007.

Event description:
It was reported in a journal article ¿antibiotic coating of abdominal closure sutures and wound infection¿ that the patient underwent a midline laparotomy between 10/2005 and 09/2006 and suture was used. Wound closure was achieved by continuous mass closure technique using loop suture and surgical staples for skin. It was reported the patient received prophylactic antibiotics. The patient possibly developed wound infection with unspecified treatment. The presence of foreign materials in a wound enhances the susceptibility of surrounding tissues to infection. Additional information was requested.